Event description:
It was reported that patient underwent knee procedure in 2007. Post op radiographs indicated that patient retained foreign object. Foreign object was identified as screw component from optigun unit.

Manufacturer narrative:
Screw assembly loosened and screw was retained in the extruded bone cement.